Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trial poly fractured during the procedure. No patient impact. No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - provisional top. Visual examination of the provided pictures identified the device is fractured. No other definitive statements can be made. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is confirmed a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.